Manufacturer narrative:
This report is filed may 25, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the abutment site. The patient underwent revision surgery in 2014 (exact date not reported) to excise the excess skin. It was also reported the patient developed an infection at the abutment site; subsequently the device was explanted (date not reported) and the patient was reimplanted with a new device at a new location.